Event description:
The reporter contacted animas on (B)(6) 2012 stating that the ok keypad button was difficult to press. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up # 1 date of submission 12/28/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no lifting or damage was observed. During testing, the contrast button was found to be intermittently unresponsive to button presses. The up arrow, down arrow and ok keys responded appropriately and had click and spring back. The original complaint of the ok button being difficult to press was not confirmed or duplicated. There was evidence of contamination found under the contrast button contact during evaluation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.